Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed repeated power on and off after pump stopped, presumably caused by a beep sound as an alarm before the nda was finalized on august 16, 2023. A functional test was performed and the reported issue was not duplicated. The reported issue was likely caused by a possible damaged downstream sensor or cassette product. As a result, the downstream sensor was replaced as a preventive measure. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited two beeps (long-short) prior to a no disposable alarm. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date, g3: japan, d4: UDI number and g5 are unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.